Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Clarification of event: during implant the device was found to be in back-up vvi. Device was not implanted.

Event description:
It was reported that the device was found in backup vvi. The device was replaced.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory. Review of the device image indicated that the reset was due to an attempt to access an invalid memory location. The device was tested and the reset was reproduced during temperature chamber testing. The root cause of the reset was an anomalous component on the hybrid that was sensitive to cold temperatures. (B)(4).